Event description:
A straight cath was inserted with no urine return. A second catheter and kit were used with success. When inspected, the first catheter had no holes in the catheter so no urine could drain.